Manufacturer narrative:
Specimen collection and storage information were not provided. Controls were run before and after the event; results were within specifications. The customer was running all samples in duplicate in order to avoid reporting inaccurate results. Replacement retic reagent was sent to customer because more reagent was being consumed. Upon service of the instrument on (B)(4) 2011, the field service engineer (fse) found evidence that the retic results were not reproducing upon rerun. Fse replaced the 2nd shear valve (which looked worn), clear pump, and check valve for the clear line. The retic values obtained during servicing varied from 1.0 (initial run) to 2.3 (upon rerun) and from 0.7 (initial) to 1.0 (upon rerun), as examples. Reproducibility and qc were within specifications. The root cause for the intermittent erratic retic results is unknown. The field service engineer serviced the instrument as described above which resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were having intermittent retic problems on their coulter lh 750 hematology analyzer resulting in erratic retic results that were not reproducible upon rerun on patient specimens. Per the information provided by the customer, the issue has been ongoing since (B)(6) 2011. Erroneous results were reported out for a single patient specimen a month ago. Per customer, it is unknown if any there was any affect to patient treatment for the patient where the results were reported out. Instrument printouts were requested, but could not be obtained from the customer. However, the customer provided lis report indicating that a retic% result from one patient was corrected from 1.15 to 0.85 on (B)(6) 2011 and the retic% result from another patient was corrected from 0.75 to 1.00 and retic # was corrected from 0.03 to 0.04cells/ul on (B)(6) 2011. Based on review of these results, there is no significant difference identified and the values are within the lab's normal range for retic% [0.60-1.50]. Note: computed ret#=(ret%xrbc)/100.